Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that loss of capture, increased capture thresholds as well as undersensing was noted on the atrial lead following a recent implant. It was discussed that the changes may have been due to normal changes in threshold post implantation. Programming changes to address the capture thresholds and undersensing were made. The patient was asymptomatic following the changes.